Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. H3 other text : devices remain implanted.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with implant of (presumably) the ovation ix abdominal aortic aneurysm stent system on an unknown date. The physician elected to treat the patient (due to an unknown cause) by implanting one (1) ovation ix iliac limb on (B)(6) 2023. No additional information is currently available regarding this initial report. Note: as the exact date of event is unknown, the best estimate was used, which is the awareness date to this event.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix's practice to make at least three good-faith efforts to retrieve a reported adverse event/incident-related device, as well as medical records and medical imaging. An evaluation of the manufacturing record could not be completed. The part number/lot number combination needed for device identification remains unknown. The user facility was unable to provide this information. A clinical evaluation of the adverse event/incident could not be completed. No medical records nor medical imaging relevant to the reported adverse event/incident were received by endologix. The ovation ix, type ib endoleak is unconfirmed. This is not consistent with the reported event/incident. The additional endovascular procedure is confirmed. Device, user, procedure, and anatomy relatedness of this complaint could not be determined. Procedure-related harms for this complaint could not be determined. The final patient status was reported to be discharged and doing fine at home. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: b5: describe event or problem - updated h6 health effect - clinical code; remove 4580 h6 medical device problem codes ; remove 3190.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with implant of (presumably) the ovation ix abdominal aortic aneurysm stent system on an unknown date. The physician elected to treat the patient (due to an unknown cause) by implanting one (1) ovation ix iliac limb on (B)(6) 2023. No additional information is currently available regarding this initial report. Note: as the exact date of incident is unknown, the best estimate was used, which is the manufacturer awareness date to this event. Additional information: the patient received treatment for an abdominal aortic aneurysm (aaa) through the implantation of the alto abdominal stent graft system. Approximately two (2) years after post initial procedure, it was reported that the patient underwent a re-intervention to manage an endoleak type ib. The medical practitioner opted to extend the iliac limb to rectify the issue. At present, no further details are available concerning the initial report.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix's practice to make at least three good-faith efforts to retrieve a reported adverse event/incident-related device, as well as medical records and medical imaging. An evaluation of the manufacturing record could not be completed. The part number/lot number combination needed for device identification remains unknown. The user facility was unable to provide this information. A clinical evaluation of the adverse event/incident could not be completed. No medical records nor medical imaging relevant to the reported adverse event/incident was received by endologix. The user facility was unable to provide this information. Due to the absence of medical records and medical imaging; device, use, procedure, and/or anatomy relatedness to this adverse event/incident could not be evaluated. The final patient status remains unknown. The final patient status was not made available to endologix. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: h6 investigation finding codes; remove 3233. H6 investigation conclusion codes; remove 11.